Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be "low flow due to over-lamination of foam to film due to temp controller set too high,". However, there was insufficient information to confirm this potential root cause. A DHR review is not required as the lot number is unknown. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse stated they have a patient that had been cooled for four hours in the arctic sun device. The patient¿s temperature was not maintaining target temperature. Nurse stated that they realized the patients abdomen was exposed and they had room to add a universal pad to the abdomen. They thought that issue was now resolved. Nurse stated that when they added the universal pad, the flow rate on the screen went from "marginal" to "good". Nurse asking if it was not saying it needs water, what other reasons could affect the flow rate. They informed nurse if there were any kinks or bends in the tubing, this would lower the flow rate. Additionally, if a pad was not well connected or any damage to the pad or connecter will cause low flow. Informed nurse they recommend when connecting pads to the grey fluid delivery line, they hold only the blue tubing and not the clear plastic clamp on the end of the pad. Informed nurse they would need to pause therapy, empty the pads, and then disconnected or reconnected the pads. If flow rate issues persist, they could troubleshoot for any device issues or possible damage pad(s). Asked nurse if they would like to try troubleshooting the flow rate. Nurse was not in front of the device to read off flow rate, stated nurse would pass along the technique to attach the pads and they would call back if they have any issues. Per customer via phone on (B)(6) 2024, it was reported that therapy was completed on the patient without any impact on the male. They were having low flow issues and was instructed by mis to add an additional gel pad to increase the flow. The device did not go to biomed.